Manufacturer narrative:
Terumo has received the actual device for investigation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the oxygenator was cracked. There was no patient involvement as this occurred during set up. Product was changed out. Surgery was completed successfully.